Event description:
It was reported that pump touch screen was unresponsive. Additionally, it was reported that the wake button was unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.